Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was dropped in the past. Customer states drive support cap was sticking out. Customer's blood glucose was 170 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk also, received with severely scratched display window and bleeding lcd glass ; unable to confirm a33 alarm due to motor error alarm. However, the insulin pump passed displacement test, self test, and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump had broken reservoir tube lip, cracked reservoir tube and cracked case near the display window corners. The insulin pump was missing the end cap sticker.